Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates with multiple cartridge. Reportedly. The customer was able to withdraw approximately 100 units of insulin from the cartridge. Then, the customer loaded a new cartridge with 150 units and received an accurate fill estimate; however, the insulin gauge decreased to 40 units. The customer's blood glucose level was 143 mg/dl. It was confirmed that the customer will continue using the pump for insulin therapy.